Manufacturer narrative:
A quattro catheter (lot # 57654) was returned to zoll (B)(4) on (B)(6) 2015 for investigation. Investigation results as follows: DHR review for balloon bonding lot no 57654 found no nonconformities with the lot. Visual evaluation of returned catheter was performed and found traces of blood on the shaft and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. All infusion ports flushed successfully with no issues observed. Functional test of returned catheter was performed, the catheter was connected to a pressurized inflation device; the balloons fully inflated without losing pressure. The balloons did not leak during inflation and deflation. There were no difficulties during deflation of the catheter. No additional discrepancies or issues were observed. In summary the quattro catheter performed per specifications. No leaks were observed. The balloons were able to be inflated and deflated without difficulties. Note, during manufacturing, all quattro catheters are 100% inspected for leaks (pressure testing per mpi02-032). There were no device deficiencies reported by the customer. The physician stated that the patient was in a high risk category for dvt because he was hospitalized in a resuscitated state. The risk of dvt is high for post-cardiac arrest patients. It is probable that this event was related to catheter due to timing relevance of catheter usage. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The patient was discharged from the hospital with a good neurological outcome. Additional information received on 01/20/2016 pertaining to this event, as follows: a (B)(6) male patient weighing 80 kg was admitted into the hospital after the patient was resuscitated post cardiac arrest. Per hospital protocol, the patient was given 500 units of heparin via IV, tirofiban, ass and prasugrel. Blood test was performed, however, the results are unknown. Patient's blood pressure was monitored by using 7 cm probe inserted in the artery. No other central venous line was inserted into the patient. On (B)(6) 2015, a zoll quattro catheter was inserted smoothly in the femoral vein by an experienced physician. As a standard hospital protocol, a tte scan was performed at the beginning of the procedure and no abnormalities were noted. Additionally, per hospital protocol, a sonogram done at the start and middle of the therapy showed no thrombus. The patient was cooled successfully for 2 days and 3 hours. The quattro catheter was removed on (B)(6) 2015. Immediately after the catheter was removed, another sonogram showed a thrombus in the inferior vena cava. The patient was given heparin. Per the physician, since the patient was resuscitated, the patient was in a high risk category for dvt. There were no device deficiencies reported by the customer. The patient was discharged home with good neurological outcome.

Manufacturer narrative:
There was no vessel injuries and no device malfunctions were reported. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The zoll catheter used during the event was returned for investigation. However the investigation in still in progress. A supplemental report will be filed once the investigation has been completed.

Event description:
The customer stated that during the past 2 weeks, 3 patients in the ICU received therapeutic hypothermia therapy after resuscitation and thrombus was observed in the inferior vena cava. Patient #(B)(6) is a (B)(6) male. The catheter was inserted in the femoral vein and insertion was smooth. The dwell time was 2 days and 3 hours. The patient was on prophylactic heparin therapy and was administered anticoagulation (type of anticoagulation was not provided). It was confirmed by the physician that the patient was at risk for dvt, it was also stated by the physician that every resuscitated patient is in high risk for dvt. Note: additional information has been requested but has been unsuccessful. The physician who reported the event could not be reached, because he was on vacation. Refer to 3010617000-2016-00005, 3010617000-2016-00006, and 3010617000-2016-00007.